Event description:
Procedure: urogynecological. According to the rptr: it was reported by the pt's husband that as result of having the product implanted, the pt has experienced periodic bleeding and has undergone add'l surgery with the pt's surgeon recommending a third surgery. A second surgeon states bleeding issues are due to the rough edges of the implant and an issue with the mesh. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).